Event description:
Additional information received, in which the patient states that their right knee locked up, causing an inability to move after their surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, h6 clinical code and problem code.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 02-022-48-2509 - truliant tib imp cr ins slope+ sz 2.5 9 mm (B)(6), 02-020-13-0325 - truliant cr cem fem cr cem right sz 2.5 (B)(6), 200-02-29 - three peg patella 29mm (B)(6), 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t (B)(6), 201-78-15 - holding pin mini sharp point 4 pk (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk (B)(6), 521-78-31 - threaded pin size 2.6 collarless 2pk (B)(6).

Event description:
It was reported that this patient's right knee replacement was causing the patient to have trouble walking. Revision was scheduled. Refer to report 1038671-2024-04969 for left knee.